Manufacturer narrative:
Full e1 facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the surgical scope's horizontal axis was shaking. It was not horizontal even though no angulation adjustment had been made. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deformation of the curbed tube. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.